Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with broken battery tube threads and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen went blank and it was stopped working. The customer went to swimming and got battery warning, he went to replace battery and noticed cracked on seal. The customer reported crack on battery compartment. The customer declined the troubleshooting for the blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.